Event description:
It was reported that the screen display shut off. The display was shortly recovered and the procedure was completed successfully.

Manufacturer narrative:
The 1488 hd 3 chip camera control unit (ccu) catalog# 1488010001 serial # (B)(4) was returned to stryker endo for investigation; the reported failure was not confirmed. No problem during visual inspection of the ccu. Free from dents, scratches, no dust from cover and chassis. No unusual markings. Evaluation: 1488 camera control unit (ccu) serial number (B)(4) was received and on analysis and testing of the unit we were not able to replicate the issue observed by the customer. The unit was left in burn in several days tested with different sdcs, monitors, wise transmitters, and accessories at different locations and no deviations were noticed, there were no signs of flickering or lost image, the image was fine at all times. The ccu was inspected and passed all the tests. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to duplicate the problem in-house. Possible root causes could be the dvi cables, or a bad connection to other equipment used along with the ccu such as the sdc. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the screen display shut off. The display was shortly recovered and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.